Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the hospital due to an elevated blood glucose (bg) level of 560 mg/dl with high ketones. Customer was treated with intravenous fluids and insulin. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Reportedly, multiple intermittent occlusion alarms occurred despite the customer changing out pump supplies multiple times. Reportedly, customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer, but no response was received.